Event description:
Vessel sealer extend was utilized during procedure. Following a few minutes of utilization, equipment populated an error message. Clinical team attempted trouble shooting without success. Equipment was removed from service, new device obtained and surgery proceeded without complication. No harm to patient.